Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner foam stuck to the outer package causing the implant to fall on the floor when opening. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned product and packaging determined that a small piece of foam is present on the inner tyvek lid and a corresponding void was identified on the foam insert. The foam transfer indicates that the lid did adhere to the tyvek lid thus confirming the reported event. Evidence of adhesive transfer is present around the full length and width of the cavity flange. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay correction information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.